Event description:
Lasik surgery. Extreme pain in eyes lasting 2 weeks. Had to stay in darkened room for a month. Since operation every thing is dim. Very difficult to drive at night, halo and sparkler effect from lights, extreme dry eyes.